Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.

Event description:
Boston scientific crm received info that approx three weeks post implant with this right atrial (ra) lead, it was unable to capture the myocardium at acceptable thresholds. It was explanted and replaced with another ra lead, which also displayed higher thresholds values. No adverse effects were reported. The explanted lead has not been returned. Dates were provided to us by boston scientific.